Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 06-nov-2024 and forwarded to millyard advanced medical products, llc on 07-nov-2024. The patient reported that he was unable to pair either of his pumps and remotes. Troubleshooting was unsuccessful. No adverse events were reported. The patient stated that his pah was not severe and he is on another treatment. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.